Manufacturer narrative:
Event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that intra-operatively, both devices were unable to establish telemetry once attached to the implanted leads. Several attempts, both inside and outside the pocket were made with no avail. The physician then elected to use a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.